Event description:
The initial reporter received questionable tsh elecsys cobas e 200 v2, elecsys ft4 iii assay, elecsys ft3 iii assay results for one patient sample tested on the cobas e 411 module. The initial results were not reported outside of the laboratory. The customer provided the patient's sample for an investigation. The sample was retested on an e 411 module and an abbott architect analyzer. Refer to the attachment in the medwatch for all patient data. The ft3 reagent lot number in the customer's e 411 module was the same reagent lot number used in the investigation's e 411 module. The customer's e 411 module (B)(4). The investigation's e 411 module (B)(4). This medwatch is for ft3 assay. Refer to the medwatch with a1 patient identifier pt-64244 for the ft4 assay and a1 patient (B)(6) for the tsh assay.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.